Manufacturer narrative:
(B)(4). Please refer to the attached report.

Event description:
Reportedly, several unsuccessful attempts were made to screw the existing ventricular lead to the subject device. The device was not implanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, several unsuccessful attempts were made to screw the existing ventricular lead to the subject device. The device was not implanted and will be returned for analysis.